Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the pharmacist, who reported that the patient experienced visual discomfort. The event resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A report was received through the national competent authority. Following an intraocular lens (iol) implant procedure, the ophthalmologist noticed that the iol had whitish deposits on 2 sides. The iol was exchanged for a different model by another manufacturer during a secondary procedure. Additional information has been requested to the customer but not received.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was not observed. Additional observations were as follows: iol returned in a specimen container. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. Optical power & resolution could not be verified due to the extensive optic damage. No root cause identified as the reported complaint "whitish deposit post-surgery" was not observed. Based on the results from the product and batch history record, the product met release criteria. (B)(4).